Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that his lot met all pre-release specifications.

Event description:
On (B)(6) 2008, this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2010, an aortic extender component was implanted.